Event description:
It was reported that (3) tct75 were used during a thoracotomy procedure. It was reported by the rep that the surgeon fired the first instrument and said "that it was stiff". After reloading, the instrument was very tough to fire. The surgeon used a second instrument, which was also difficult to fire. The surgeon finished the procedure using a third instrument and there was no consequence to pt.